Event description:
The user facility reported that during a patient procedure the plastic yoke cover on the lighthead fell from the light into the sterile field. Hospital staff retrieved the cover and the procedure was completed successfully. There were no reported injuries and the procedure was completed successfully.

Manufacturer narrative:
Steris was scheduled to perform in-service on (B)(4) 2012 however the user facility cancelled and subsequently declined.

Manufacturer narrative:
A steris service technician inspected the light and found that the screw at the yoke was properly secured and the plastic had broken loose from around the screw. He also noted that the light head had several black rub marks indicating that it had sustained impact damage. The technician stated that the damaged yoke cover should have been identified during prep/clean or during regularly scheduled preventive maintenance of the lights. The user facility replaced the yoke cover and the lights were returned back to service. The operator manual states on pp (4-4) that the following areas should be cleaned before each use: lighthead and monitor suspension arms- wipe the entire suspension arm, including the suspension fork and yoke. Lighthead- wipe both top and side surfaces. Sterile handle support- wipe all areas of the support, including those covered when the handle is installed. Lens important- clean only the exterior surface of the lens. Control center- wipe housing and control center with antistatic cleaner and soft cloth. The lights are serviced and maintained by user facility and biomedical personnel; the user facility is currently in the process of placing their lights under steris maintenance contract. Steris will perform in-service at the user facility on (B)(4) 2012.